Event description:
It was reported that the patient had passed away due to sudep. The patient was buried with the device still implanted and will not be returned for analysis. Programming history was reviewed. No anomalies were seen. No additional information has been received.